Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A technical support specialist (tsc) logged into medbank myqlink and discovered that the mentioned medication was not registered or recognized in the cabinet bin. There were no transaction records or purchase orders for this item. Upon remote into the cabinet, found the item listed as a ghost cubie in cubie admin. Since user lacked pharmacy admin rights to assign the medication, technical support specialist (tss) released the cubie for user to restock, but user was unable to do so as it was already received. The tss recommended returning the cubie to the pharmacy and having it sent in a different cubie. Suggested someone with pharmacy admin rights release and re-assign the cubie to resolve the issue. D4 and h4: no information serial number not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the cubie lid did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient.